Manufacturer narrative:
A complete manufacturing and material records review for the sutureless valve percival plus pvf-m involved in the reported event has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release, including the review of the steady flow test which didn't highlight any coaptation anomalies. The device was returned to the manufacturer for analysis and was received in the provided plastic jar filled of an unknown liquid. The valve appeared in acceptable storage conditions. After decontamination, the prosthesis was visually inspected without observing any macroscopic anomalies and/or pre-existing defects except for a slight deformation/distortion potentially due to a suboptimal anchoring configuration of the pericardium to the stent. The height of each leaflet was verified by means of the specific tool resulting in conformity. In order to enable a comprehensive assessment of the functional behaviour, the returned prosthesis underwent hydrodynamic testing in simulated physiological conditions. The effective orifice area (eoa) at 70 bpm, 5.0 l/min of cardiac output and mean backpressure of about 100 mmhg was 2.39 cm2, well above the iso 5840 minimum requirement of 1.25 cm2. For a cardiac output of 5.0 l/min and mean aortic pressure of about 100 mmhg, the regurgitant fraction was 3.8 %, which is below the requirement of iso 5840 (rf% < 10%) for a prosthesis of equivalent tad. No anomalies were observed during the whole cardiac cycle under both normotensive and hypotensive conditions. Despite the slight deformation/distortion observed at the visual inspection, the behaviour of the returned prosthesis during the test was normal thus excluding any correlation between the valve appearance and the reported event. Based on the performed analyses, the reported event cannot be explained by any factor intrinsic in the involved device. Specifically, no coaptation anomalies were identified from the review of the steady flow test performed at the time of valve release and no regurgitation nor open/close anomalies were observed during the functional test carried out under hydrodynamic testing conditions as per iso 5840:2021 requirements on the returned prosthesis.

Manufacturer narrative:
H3 other text : on-going investigation.

Event description:
The manufacturer was informed of a perceval plus prosthesis, pvf-m intra-operative explant occurred on (B)(6) 2023. Reportedly, the prosthesis was implanted in a patient through full sternotomy. Native valve was tricuspid stenotic with no abnormal geometries of the annulus. CABG (1 vessel) was performed as a concomitant surgery after avr. As reported, no difficulties were encountered in the collapsing and positioning phases during perceval valve implant. At the visual inspection there were no signs of oversizing. After declamping, a central leak was detected. The perceval prosthesis was thus explanted and replaced with a sutured valve from a different manufacturer (edwards lifesciences magna size 23). Initial aortic cross clamp time was 35 min and the additional cross clamp was 32 min, ecc was 103 min. Reportedly the patient didn't experience any complications due to the prolongation of surgical time. It was reported that, at the visual inspection after explant, one of the leaflets of the perceval valve appeared asymmetric and with an unusual shape.